Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The weight given is an approximation.

Event description:
Reporter stated that patient obtained blood glucose results of 18.3 mmol/l, 11.0 mmol/l, 8.7 mmol/l, and 8.5 mmol/l, within 4 minutes, when testing on the accu-chek mobile system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.